Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The threads on the shaft are stripped. Update november 21, 2016: examination of the submitted sig hp rev adp rem shaft long did not confirm the reported stripped threads; however, wear on the flats of the hudson end was identified.

Manufacturer narrative:
Examination of the submitted device did not confirm the reported stripped thread; however, wear on the flats of the hudson end was identified. The damage/wear to flats indicate the instrument was spinning inside a modified hudson adapter. The spinning of the sig hp rev adp rem shaft long inside the adapters can occur once the reamer has been subjected to usage in hard cortical bone and begin to wear. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.